Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the defibrillation test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the defibrillation test. The cause was a defective pca in the distribution node (dn). The dn pca produced no output. The root cause of the defective component cannot be positively identified. The root cause of the defective dn pca was unable to be positively determined. No adverse event resulted from the defective component. The last patient to use this belt did not report any deficiencies.